Event description:
Patient was on vision bipap machine: settings = 15/5 (ipap/epap), respiratory rate = 14, 100% oxygen, when machine shut down. The nurse observed on another physiologic monitor that that patient was desaturating and went in to the room to check the patient. She found that the screen on the machine was black and machine was not operating. Nurses took bipap mask off patient and provided 100% oxygen while calling the respiratory therapist. Biomed was not requested to check the machine since it was a rental unit. It was returned to the rental company.